Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d284trk implantable cardioverter defibrillator (B)(6) 2010; 4196 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator early. It was also reported that the right ventricular lead had high capture threshold. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.